Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high as compared to her feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified date and time, she allegedly obtained high readings of '290 and 490mg/dl' with the subject meter. The patient stated that she manages her diabetes with oral medication, 500mg of metformin, diet and exercise. On (B)(6) 2011 at 10:00am, the patient informed the cca that she took her usual dose of medication in response to the alleged product issue. At an unknown date and time after the reported issue occurred, the patient claimed to have developed symptoms of being 'shaky' but denied receiving any treatment in response to the symptoms. At the time of troubleshooting, the cca determined that an approved sample site was used for testing but was unable to confirm if the meter was set to the correct unit of measurement. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged product issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (09/23/2011)-device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. It was also noted that there was an overprinting illegible issue on the label. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 2 (11/08/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips were also ordered and passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.